Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform the displacement test due to blank display. Pump received with broken battery tube threads, cracked lcd window, , cracked reservoir tube lip, cracked case display window corner and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Info information received by medtronic indicated that the insulin pump had cosmetic damage on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.